Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? What was used to complete the procedure? What is the procedure name and what is the date procedure took place? What is the patient's current condition? A manufacturing record evaluation was performed for the finished device (B)(4), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/28/2020. Additional h3 investigation summary: it was reported breakage suture. Four sealed boxes with twelve unopened samples each and one open box with eight unopened samples of product code w9962, lot pjbchxc0 were received for analysis. The complaint sample was not received for evaluation. As total was received fifty-six unopened samples. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device w9962; pjbchxc0 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/29/2020. H3 evaluation: two pictures were returned for analysis. Upon visual inspection of the pictures, four sealed boxes and one open box of product could be observed. However, as no suture was noted; no conclusion could be reach as to what may have caused the reported incident. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.